Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported that the patient underwent a left hip fracture fixation procedure. While the surgeon was malleting the nail, the t handle part of the impaction handle fractured off. No pieces fell in to the patient and the procedure was not delayed.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4). Examination of returned device found no evidence of product non-conformance. Review of the device confirmed the reported condition. During the evaluation, signs of wear were noted on the instrument. A conclusive root cause for the event could not be determined.